Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6, e1 (initial rep name, city, address), d8, d9, h3 (type of investigation, investigation findings, component codes, investigation conclusions) full event site tel no: (B)(6). Full event site addresss: (B)(6). It was determined that the battery had expired and required replacement. The customer declined to proceed with the battery replacement due to cost, and therefore no repair service report was generated. As no further action is required at this time, this complaint will be closed. Should additional information become available, the investigation will be updated accordingly.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, b3.

Event description:
It was reported that during a customer inspection the cs300 intra-aortic balloon pump (iabp) unit had backup battery failing issue. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.